Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor would not complete testing. Upon evaluation, the q13 insulated-gate bipolar transistor (igbt) had shorted. The cause of the pulse test failure is the shorted transistor. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor failed pulse testing.